Manufacturer narrative:
There is no information regarding the actual event date. The procedure date ((B)(6) 2018) is being used to capture the information that the event occurred after the procedure. The complaint was received via bostonscientific.com website. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a colposacropexy procedure performed on (B)(6) 2018. According to the complainant, after the procedure, she has been experiencing extreme pain. Since the physician who implanted the device is currently on leave until 2019, she went to another gynecologist who saw an about 3mm "thread" at the bottom of the patient's vagina. The gynecologist reportedly tried to cut the exposed thread for twenty minutes but she failed to. The patient was then sent home and was only advised to apply vagifem twice a week. To treat the pain, the patient was prescribed with acetaminophen, and anaprox 550mg which was to be taken twice daily. However, the patient reported that she stopped taking anaprox due to its numerous side effects. The patient added that she has no erosion.